Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device was provided for an examination and root cause analysis in our service laboratory in melsungen, germany. 1. Results: 1.1 a visual inspection was performed. The cover caps on the screw pillars and the seal on the lower housing are intact. 1.2 a functional test was performed. The device passed the self-test. A space line was inserted, the pump identified the line and it could be selected from the menu. It was possible to put the pump in operation. 1.3 the device history files were read out and analyzed. The day of occurrence mentioned in the complaint description, was the 14th january 2021. A space line was inserted into the device at 14:19 pm. The flow rate (2,58 ml/h) and the vtbi (63 ml) were set. The infusion started at 14:20 pm. A pressure alarm occurred at 18:42 and was confirmed about 4 minutes later. The next alarm was an upstream alarm at 00:40 am. The alarm was confirmed about 15 minutes later. The device was in stand by for about 16 minutes, then the vtbi was refreshed to 63 ml and the infusion started again at 01:11 am. The next upstream alarm occurred at 01:45 am. The alarm was confirmed within 2 seconds. The next upstream alarm occurred at 05:45 am. The total set volume was 126 ml (63 ml + 63 ml) and the totally infused volume was 36,55ml (displayed end-volume of 225,89 ml minus the displayed start-volume of 189,34). 1.4 the downstream sensor, the electronic pressure cut-off and the mechanical pressure limitation of the device were tested according to the requirements of the technical safety check. Furthermore, the pressure stability of the safety clamp concerning the percolation (free flow possibility) was checked. The device matched the required values and standards. All measured values are within our specification. 1.5 a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal feed rate of 100 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of (B)(4). 1.6 to investigate the inside of the device, the device was completely disassembled. No damages or liquid residues could be found inside the device. 2. Judgment: 2.1 the complaint could not be confirmed. Summing up all tests, the infusomat space operated within our specification. No product deviation.

Manufacturer narrative:
(B)(4). The device has been requested to send it for investigation to bbm laboratory in (B)(6). If an investigation report is available, a follow-up report will created. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "overinfusion" according to the customer: "users complaints that the pump administered the drug faster than what the measurements and data in the history are shown. Start therapy 14.01 at 14:09, occlusion alarm at 18:42. 00:55 upstream as previous 63ml ecoflac finished (therapy started at 09:53...or even earlier). 01:11 new ecoflac with 63ml at 5.58ml/h but care says it was already empty at 05:54 ecoflac. Upstream alarm again at 02:17 and 05:54. According to the oncology department, no patient interference despite drug morphine 10ml in 63ml total solution. For this 50ml ecoflac and other drugs prepared for total 63ml. Can it be that the flow is greater than what the pump measures?"